Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed as the spindle housing heated up. Based on the investigation details, the likely cause for the overheating was problems with the driveshaft, rotor, and bearings, which were each replaced along with other components as part of preventive maintenance. Service did a clean lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a procedure when the doctor was cutting teeth. There was no reported patient or user injury, and the procedure was completed successfully with the same device.